Manufacturer narrative:
Certas valve (828804) has been returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected and needle holes in the needle chamber were note. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no functional issues with the valve were noted.

Event description:
N/a

Manufacturer narrative:
Certas valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. As no valve was returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00060. A facility reported a certas valve (ID 828804) was implanted via l-p shunt on (B)(6), 2022. It was used with bactiseal catheter (ID 823074 ) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6), 2023, the patient presented with gait disturbance and shunt malfunction was suspected, and an imaging study was performed. A deviation of the lumbar catheter was observed, and the lumbar catheter in the cerebrospinal fluid cavity was removed. The certas valve and the bactiseal peritoneal catheter were removed on (B)(6), 2023.